Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor issues. The customer's blood glucose was 71 mg/dl at the time of the incident. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer stated that their sensors had bent cannulas. The customer was sent a replacement sensor.

Manufacturer narrative:
Evaluated one opened/used sensor and did continuity resistance test and sensor failed test. Found a bent cannula; unable to confirm customer received sensor in said condition due to customer returned opened/used.